Manufacturer narrative:
Patient information not known at the time of filing. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a soft tissue ablation neuro procedure. It was reported that the tubing set did not allow the saline to drip. The issue was resolved when the tubing set was replaced. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Patient information received. If information is provided in the future, a supplemental report will be issued.